Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The complaint was against 4 different cartridges, however one used suspect device was returned for investigation and met all specifications.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The caller alleged this occurred with 4 different cartridges.